Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient's programmer displayed the error message " replace generator soon, the generator is reaching the end of its service, contact your clinician to schedule a replacement." It was noted that patient was currently using burst programming and the strength was set to 75. An abbott representative later evaluated patient's system and it was reported that patient's ipg had become inoperable, was unable to communicate with clinician programmer and the replace generator notification was displayed. Surgical intervention may be undertaken to address this issue.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.